Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. The customer states it happens more than ones. The customer states they had to give themselves a manual injection. The customer states they wake up to high blood glucose levels because of no delivery. Customer's blood glucose level at the time of incident was 660mg/dl. Troubleshooting was conducted. The customer states the alarm was resolved by a complete set change. The customer is being sent out replacement sets and samples to try. The customer mentioned incorrect readings from their sensor, but the customer was advised they would have to contact (B)(4), to troubleshoot for incorrect readings.